Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was further described as the patient did not wash their hands during therapy. The peritonitis was manifested by cloudy pd fluid. The patient was not hospitalized. The same day as event onset, the patient began treatment with intraperitoneal (ip) injection vancomycin (1 gm once every four days, for six days) and ip injection amikacin (125mg daily for six days) for peritonitis. Six days after event onset, pd therapy was discontinued, the pd catheter was removed and the patient was moved to hemodialysis. At the time of this report the patient was not recovered from this peritonitis event. On an unreported date, the patient was retrained on the proper aseptic technique. No additional information is available.